Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient was hospitalized in our hospital for treatment with a closed infusion joint without a needle, and the infusion joint was obstructed, resulting in the impossibility of infusion. It was discontinu used and replaced on (B)(6). The infusion was successfully infused after the replacement of the infusion connector on (B)(6).

Manufacturer narrative:
H.6. Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22045921. The feedback provided by the customer suggests an occlusion was detected during use of the smartsite device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045921 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. H3 other text : see h10.